Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tf 231013 qo2 flow sensor defect. Selftest at start up not passed.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation ongoing.